Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical product: transseptal needle/sheath, steerable guide catheter. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 3 functional mitral regurgitation (mr). One mitraclip was implanted reducing mr grade to trace. After clip deployment, a pericardial effusion was noted. 500 ml of fluid was drained via pericardiocentesis. It was suspected that the effusion was related to the transseptal puncture and a very floppy septum, but the echocardiographer was unable to find a damaged structure. The patient remained hemodynamically stable. The patient will be observed in the intensive care unit and receive a blood transfusion. No additional information was provided.